Event description:
Boston scientific received information that noise oversensing resulting to pacing inhibition was observed on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The patient's intrinsic rhythm was less than 30 beats per minute. The device was also at middle of life (mol) status and the physician was wondering about its remaining longevity. A save memory to disk was performed and analyzed, which confirmed myopotential noise that was oversensed for more than two seconds with no underlying rhythm present. The oversensing did not result in inappropriate shock therapy. There was also evidence of noise since the past year. Boston scientific technical services (ts) discussed measures to assess system integrity and the device battery status and noted that the device had been implanted past its labeled longevity. Additionally, the physician planned to replace the device. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.